Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that a connector issue occurred and there was a "defective collet". The collet was not used because part of the catheter would not push in past the collet on one side. The health care provider (hcp) cut more of the catheter off and still couldn't get the catheter to push in past the collet where it should have been. The hcp was then given a new connector and the catheter then connected fine. The collet was to be returned. No further information was provided including the type of medication being delivered via the device system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.